Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with false pause episodes on their implantable cardiac monitor due to undersensing. It is believed that the device had migrated, but this was not confirmed. No intervention was reported. The patient was stable.